Event description:
The manufacturer received information alleging a trilogy ev300 ventilator did not pass preventative maintenance due to failing the internal flow verification test. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a philips field service engineer, and the failure was confirmed. The service engineer recommends replaced the flow sensor to resolve the issue.